Event description:
Customer reported that he had unexplained low blood glucose, and was hospitalized. Customer stated that he had degenerated joint disease and had a knee replacement. Customer also stated that he had a mild heart attack prior to hospitalization. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.